Event description:
During a cryoablation procedure at (B)(6), the cord from a needle was resting on the patient's back. The sales rep and the physician noticed a skin burn on the patient's back from the cord (ice formation on the cord) about three to four inches. The post-op appointment was on (B)(6) and the skin burn was confirmed. The pt was treated for the burn.